Event description:
It was reported that during the procedure the console displayed an error message that the fiber port was overheating resulting in the console to go into standby. The connection port where the fiber is connected to the console was also extremely bright compared to the rest of the fiber. A new fiber was used to completed the procedure with no clinical consequences to the patient.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the reported fiber break at the connector was confirmed as analysis identified a fiber body break near the distal end of the connector. It is probable that the fiber break was contributed from rough technique or excessive manipulation of the fiber during set-up or use. According to the instructions for use (IFU) caution: the fiber is a precision device. Damage to the fiber can result in the emission of uncontrolled laser energy. Do not excessively manipulate or bend the fiber. Device history record: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the product was returned for analysis to our post market quality assurance laboratory. Visual analysis identified a break in the fiber body near the distal end of the connector. The glass and metal cap appeared in good condition with no devitrification or charred debris on the surface. The fiber was functionally tested with the helium-neon (hene) laser fixture. The testing confirmed that there was a break near the distal end of the connector on the fiber body. The connector cone, segments, and tabs appear in good condition and secured. The control knob is attached and aligned with fiber and can rotate the fiber. No damages were observed on the fiber connector. Labeling review: a review of device instructions for use (IFU) was performed. The IFU states: caution: the fiber is a precision device. Damage to the fiber can result in the emission of uncontrolled laser energy. Do not excessively manipulate or bend the fiber. Investigation conclusion: based on the information available, a conclusion code of unintended use error caused or contributed to event was assigned to this investigation.

Event description:
It was reported that during the procedure the console displayed an error message that the fiber port was overheating resulting in the console to go into standby. The connection port where the fiber is connected to the console was also extremely bright compared to the rest of the fiber. A new fiber was used to completed the procedure with no clinical consequences to the patient.